Manufacturer narrative:
(B)(4). Exemption #: e2018003. (B)(4). The reported failed internal leakage and safety valve tests during pre-use check were investigated on-site by our field service engineer. The leakage could be isolated to the expiratory side and the expiratory valve, which controls the valve membrane in the expiratory cassette, was replaced. The ventilator then passed all functional and safety tests and was cleared for clinical use. No parts were returned for investigation. Provided ventilator logs confirm the failed internal leakage and safety valve tests during pre-use check. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. Since no parts were returned for investigation, the exact root cause of the failed internal leakage and safety valve tests during pre-use check has not been determined, but the replaced expiratory valve coil is most likely the cause of the leakage.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. (B)(4).